Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 39 mg/dl. Cause was not known. Reportedly, the customer lost consciousness and was sweating and shaking due to bg level. Customer's spouse provided glucose tablets and sugar water to further address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.